Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no abnormality found on the board. However, the phenomenon occurred by applying force / pressure to the video connector. Therefore, it is likely that the phenomenon occurred due to poor contact between the video connector and the electrical contact inside the video connector receiver.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image on the screen was automatically scrolling up and down when hyf-v was plugged into this device. The user replaced the device to another device and the problem was resolved. Other detailed information was not provided. There was no report of patient injury associated with the event.